Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference reports: 2938836-2018-01578 and 2017865-2018-02829. During a follow-up, the right atrial (ra), right ventricular (rv) and left venticular (lv) leads were noted as dislodged due to twiddler's syndrome, along with loss of capture on all leads. All the leads were explanted to resolve the event and the patient was stable.